Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: software version #: 2.1.0. H3, h6: software analysis was performed. No failures were found. Previously reported codes b01, c19, and d14 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Onsite functional and visual examination was performed by a manufacturer representative. The system passed a system checkout and was determined to be operational. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used during a functional endoscopic sinus surgery (fess) procedure. It was reported that they were not able to navigate with some instruments but they were able to verify. Then sometimes it would not verify. The site was using a skytron elite bed. There was less than 1 hour and no reported impact to patient outcome. This is only the second time using the system so the instruments should still be new. There was no reported impact to patient outcome and no reported delay. The representative was going to check the instruments to make sure they were still reading within range incase there was damage during cleaning. The representative was on site to check the system. Only able to verify some instruments. Technical services (ts) noticed that the headframe/ patient tracker and non-invasive patient tracker were both on the system. The representative removed one of the trackers and the was able to resolve the verification issue.

Event description:
Additional information received indicated the the issue has been resolved. It was reported the site's operating room (or) beds do not have risers on them that separate the flat emitter from the metal in the bed. For an additional case, they brought in an over 4 inch pad from the hospitals or beds and then they switched the top of the bed to the bottom of the bed and had no issues since the adjustment.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.